Event description:
Home pt called baxter technical service center to request assistance in troubleshooting a "check supply line" alarm in prime of apd treatment on the homechoice machine. During the course of troubleshooting, the pt reported that they were already connected to the pt line of the homechoice set. The baxter operational service rep instructed the pt to discontinue treatment, contact their healthcare professional and start over with new supplies. Per pt's rn, no pt injury or medical intervention resulted from incident.